Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the device evaluation, foreign body in forceps channel was found. The investigation is still in progress. Therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus internal defects of channel. During the device evaluation, the following reportable malfunction was identified: foreign body in forceps channel. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to align with the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was a plastic stent used for biliary drainage. However, the definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿[chapter 3 preparation and inspection] <inspection of the instrument channel and forceps elevator> 1. Confirm that the forceps elevator is lowered, then insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Extend the endo-therapy accessory approximately 3 cm from the distal end. Move the elevator control lever in the ¿<u¿ direction and confirm that the forceps elevator is raised smoothly. 3. Move the elevator control lever in the opposite direction of the ¿<u¿ direction and confirm that the forceps elevator is lowered. 4. Confirm that the endo-therapy accessory is withdrawn smoothly from the biopsy valve.¿ olympus will continue to monitor field performance for this device.